Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading 80 mg/dl. No bg meter comparison value was taken. Despite the normal cgm value, the patient felt ¿unwell¿ and nauseous. Therefore, emergency medical services (ems) was called out of caution. Once ems arrived, the patient¿s cgm was reading 87 mg/dl, and the bg meter was reading 57 mg/dl. The patient was transported to the emergency room and treated with IV insulin (although this is contradictory for a bg level of 57 mg/dl). Attempts to reach the patient for event clarification were unsuccessful. The patient¿s cgm device was also removed in the ER. The patient was discharged home after approximately 3-4 hours once his bg levels stabilized. The patient ¿felt good¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient felt unwell. The reported glucose values taken by the paramedics fall within the b zone of the parkes error grid. No additional patient or event information is available.